Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010: patient presented with neck pain and bilateral symptoms. Patient presented with following pre-op diagnoses: cervical disk degeneration associated with herniated nucleus pulposus and osteophytic spurs causing secondary foraminal stenosis. Patient underwent following procedures: c5-c6 and c6-c7 diskectomy, followed by anterior fusion, c5 through c7, facilitated with placement of alphatec peek cages, packed with local autograft, supercharged with extra small bmp mixed in a right anterior iliac crest bone marrow aspirate, followed by anterior trestle plate instrumentation with intraoperative fluoroscopic supervision utilization. Per op notes, the process was carried out under the guidance of fluoroscopy. The c5-c6 level was templated at a medium by a 6-mm alphatech cage. A peek cage with this dimension packed with local autograft, supercharged with half of an extra x small bmp sponge mixed in bone marrow aspirate. Diluent was impacted into a nice secure position. A t 6-7, a similar approach was used. Ulnar and tibial somatosensory evoked responses were monitored during this case. No complications reported. On (B)(6) 2010: postoperatively patient underwent x-ray of cervical spine. Conclusion: postoperative changes at c5-c7 levels. There is a catheter perhaps a drainage catheter projected over the right lower neck area. On (B)(6) 2011: patient presented with mid back pain, headaches, and sprain in thoracic region. Patient underwent MRI of thoracic spine. Impression: allowing for limitations of the device, no abnormalities are detected of the thoracic spine. On (B)(6) 2011: patient underwent MRI cervical spine without and with intravenous contrast due to neck pain radiating to the right and left arm and migraine headaches. Impression: mild multilevel degenerative changes. Mild to moderate narrowing is most pronounced at the right c5 - c6 neural foramen due to degenerative changes; no indication of residual disc or significant central canal stenosis related to the postoperative changes spanning c5 - c7. On (B)(6) 2011: patient underwent x-ray of cervical spine due to neck pain and post neck surgery last year. Impression: fusion of c5 through c7. Artificial disc placement has been performed. There is no biomechanical instability seen on flexion/extension views. There is mild reversal of the normal cervical curvature.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient was admitted with the following diagnosis: cervical degenerative disc disease. Patient¿s proposed procedure: acdf(anterior cervical discectomy and fusion) at c5-6 and c6-7. On (B)(6) 2010: patient presented with following pre-op diagnosis: cervical disk degeneration associated with herniated nucleus pulposus and osteophytic spurs causing secondary foraminal stenosis. Patient underwent the following procedure: diskectomy c5-6 and c6-7, anterior fusion through c5-7 placement of peek cages packed with local autograft, supercharged with extra small bmp mixed in a right iliac crest bone marrow aspirate, followed by anterior plate instrumentation with intraoperative fluoroscopic supervision, utilization, interpretation by surgeon. As pre-op notes: disks marked at 5-6 and 6-7. An adequate decompression was achieved anteriorly on either side, local auto graft was obtained. C5-6 level was templated at a medium by 6mm cage, a peek cage was packed with local autograft with half extra small bmp sponge mixed in bone marrow aspirate. At c6-7 similar approach was used but the cage used was of larger dimension. Assessment: status post cervical fusion. Anxiety. No patient complications were reported.

Manufacturer narrative:
A review of imaging studies found that pre-operative MRI and CT myelogram demonstrate foraminal stenosis at the implanted levels. There a satisfactory placement of hardware at each of the implanted levels. It is difficult to assess the adequacy of decompression on initial post-operative x-ray. MRI images provided do not allow for proper examination of the levels in question as we are not able to window the views. 1 yr. Post-op x-ray shows stable hardware position without evidence of hardware failure. Post-op CT or CT myelogram would be useful to determine whether there was any heterotopic bone formation at the implanted levels. Post-operative radicular pain is a known complication for acdf.